Event description:
It was reported that the customer has to put a battery in the pump every 3-4 days. Customer's blood glucose level was 501 mg/dl. Customer has not treated. Customer stated that the last battery change was 3 days ago and did not last more than 1 week. Customer does not wear the sensor. Customer was assisted with turning the sensor feature off. Customer will be shipped a replacement battery cap. Customer was advised to revert to a back-up plan if needed. Customer was also assisted with setting the time/date. Customer has a lot of background noise and the representative was unable to understand her. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.